Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 6221849 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the box of bd insulin syringe with the bd ultra-fine¿ needles contained a bag of catalog # 324909, lot # 702656 product in it, while another bag had half of the same catalog # 324910 in it as the labeled box, but a different lot #, which was 7023651 in the bag and 6221849 labeled on the box. The following information was provided by the initial reporter: spouse of consumer reported mixed product in box, received box of 6mm syringes that should have 1/2 unit markings. One of the two last bags in the box is whole unit with lot # 702656 and product # 324909, the other bag is half unit with lot # 7023651 and product # 324910. The lot # on box is 6221849, product # 324910. Consumer receives a three month supply from the pharmacy. Stated that syringes are kept in box until ready for use and does not re-use. Consumer noticed the problem today, 03-11-19. Will send samples and poly bag. Sending mail kit and product voucher.

Event description:
It was reported that the box of bd insulin syringe with the bd ultra-fine¿ needles contained a bag of catalog # 324909, lot # 702656 product in it, while another bag had half of the same catalog # 324910 in it as the labeled box, but a different lot #, which was 7023651 in the bag and 6221849 labeled on the box. The following information was provided by the initial reporter: "spouse of consumer reported mixed product in box, received box of 6mm syringes that should have 1/2 unit markings. One of the two last bags in the box is whole unit with lot # 702656 and product # 324909, the other bag is half unit with lot # 7023651 and product # 324910. The lot # on box is 6221849, product # 324910. Consumer receives a three month supply from walmart pharmacy, 3801 running brook farms blvd, johnsburg il60057. Stated that syringes are kept in box until ready for use and does not re-use. Consumer noticed the problem today, 03-11-19. Will send samples and poly bag. Sending mail kit and product voucher."

Manufacturer narrative:
Investigation: customer returned (1) 0.3ml, 6mm x 31g shelf carton side from cat # 324910 and lot # 6221849, (2) opened polybags from cat # 324909 and lot # 7023686, and (1) opened polybag from cat # 324910 and lot # 7023681. Spouse of consumer reported mixed product in box, received box of 6mm syringes that should have 1/2 unit markings. One of the two last bags in the box is whole unit with lot # 702656 and product # 324909, the other bag is half unit with lot # 7023651 and product # 324910. The lot # on box is 6221849, product # 324910. All returned samples were examined and it was observed that the shelf carton with the alleged defect, as well as all (3) polybags, were returned opened. The lot number on the shelf carton did not match up with the lot numbers of the returned polybags, however, since all 4 items were returned opened (unsealed) the alleged defect (mixed catalog numbers) could not be confirmed. A review of the device history record was completed for batch # 6221849 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6221849, medical device expiration date: n/a, device manufacture date: 2016-10-03; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd insulin syringe with the bd ultra-fine¿ needles contained a bag of catalog # 324909, lot # 702656 product in it, while another bag had half of the same catalog # 324910 in it as the labeled box, but a different lot #, which was 7023651 in the bag and 6221849 labeled on the box. The following information was provided by the initial reporter: "spouse of consumer reported mixed product in box, received box of 6mm syringes that should have 1/2 unit markings. One of the two last bags in the box is whole unit with lot # 702656 and product # 324909, the other bag is half unit with lot # 7023651 and product # 324910. The lot # on box is 6221849, product # 324910. Consumer receives a three month supply from (B)(6). Stated that syringes are kept in box until ready for use and does not re-use. Consumer noticed the problem today, (B)(6) 2019. Will send samples and poly bag. Sending mail kit and product voucher."